Event description:
During use of (B) (4), a general surgery tray in the operating room, the cautery pencil cord had a kink in it and when the cautery was activated, an arc came from the kink to the pt, burning the pt. The same day that physician examined and treated the burn that was on the right inner lateral thigh, 1 cm in diameter, deep 2nd to possibly 3rd degree burn. Pt treated with silvadene. Prognosis good.

Manufacturer narrative:
Roi (csc) manufacturer's convenience kits. Electrocautery pencils are one of the components of the (B) (4), a general surgery tray. The components brand name; valleylab electrosurgical pencils, disposable pencils (button switch with disposable blade electrode, holster, 3m [10ft. Cord]), common name; electrosurgical, cutting & coagulation & accessories, product code; gei, cat.# e2516hgnsb, l/n# 166050. The component was manufactured by valleylab, a division of (B) (4). User facility returned the sample to vendor for eval.